Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic salpingo-oophorectomy for persistent right ovarian cyst and rlq (right lower quadrant) pelvic pain, the device jaws were stuck on tissue and could not be opened back up. Device connections were checked and rebooted. Gentle traction was applied to device handle. The blade was fully deployed, but would neither retract nor deploy further. No attempt was made to manipulate the jaws with another laparoscopic device intra-abdominally. The surgeon waits for 2nd tone before advancing the blade and advances it slow under direct visualization. Surgeon had to open the patient up in order to get the jaws of the device off of the tissue. The device malfunctioned at the beginning of the case and it was not used on any anatomical structures prior to this "bite." Surgery was successfully completed and surgery was delayed sixty minutes. The device still had tissue locked in jaws after device was removed.

Manufacturer narrative:
(B)(4). Batch # t9285a. Additional information received: response to additional information request: what were the indications for the procedure? Persistent right ovarian cyst & rlq / pelvic pain when is surgeon advancing the I-blade in relation to tone 2? I wait for the 2nd tone before advancing blade. Does surgeon advance fast or slow? Slow and under direct visualization. What anatomical structure was device used on prior to this occurrence? The device malfunctioned at the beginning of the case. It was not used on any anatomical structures prior to this bite. What troubleshooting steps were taken in an attempt to open the device? Rep was called. Device connections were checked and rebooted. Gentle traction was applied to device handle. The blade was fully deployed, but would neither retract nor deploy further. No attempt was made to manipulate the jaws with another laparoscopic device intra-abdominally. Investigation summary the device was received with no apparent damage. A closer look at the jaw identified excessive tissue in the interface. The body fluids were removed. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified